Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient experienced burning, redness, inflammation, pimples, scar, pustules and infection underneath sensor pod area only. The patient was treated with a prescription oral medication smz-tmp ds 800 mg-160 mg tablet and mupirocin 2 percent ointment beginning (B)(6) 2024. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).